Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that when the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip was full of fluid, leakage occurred during use from the luer connection. The following information was provided by the initial reporter: "when the syringe is full of fluid it leaks after attaching the needle. 1 found to be leaking of new box but after it leaked he didn't want to use anymore. Doctor says it is a design flaw."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip was full of fluid, leakage occurred during use from the luer connection. The following information was provided by the initial reporter: "when the syringe is full of fluid it leaks after attaching the needle. 1 found to be leaking of new box but after it leaked he didn't want to use anymore. Doctor says it is a design flaw."